Event description:
During the surgery it was observed by a stryker sales rep. That the outer pouch of the sterile baseplate implant was damaged. The glued fastener was broken while the outer package did not show any damage.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding packaging damage involving an mrh baseplate was reported. The event was confirmed. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review determined there have been no other events for the lot referenced. Only the outer blister and no other packaging or the device were returned for review. One side of the blister had the fllange/lip broken off. The fractured section of the outer blister remains attached to its tyvek lid. There is evidence of a good seal on the three remaining sides. It was reported that the subject device was used by the surgeon because the inner sterile barrier was visually not affected. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as the return of all associated packaging is needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, the investigation will be reopened.

Event description:
During the surgery it was observed by a stryker sales rep. That the outer pouch of the sterile baseplate implant was damaged. The glued fastener was broken while the outer package did not show any damage. Additional information: the implant was used by the surgeon because the inner sterile barrier was visual not affected.